Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable ise indirect gen.2 sodium results from the cobas pro ise analytical unit. Sample 1: initial result was 116 mmol/l and the repeat result was 119 mmol/l. On (B)(6) 2022, the repeat result was 136 mmol/l. Sample 2: initial result was 116 mmol/l and the repeat result on (B)(6) 2022 was 140 mmol/l. Sample 3: initial result was 117 mmol/l and the repeat result was 119 mmol/l. On (B)(6) 2022, the repeat result was 132 mmol/l. The questionable results were reported outside of the laboratory and were questioned by a doctor. The sodium electrode lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.